Manufacturer narrative:
The field service engineer (fse) found the gear pump pressure to be low and adjusted the pump pressure. The fse checked the rinse nozzle dispense, cell blank, and adjusted the rinse water. The fse was called back and found a hole in the vacuum waste line causing a drip from a nozzle on one of the rinse mechanisms. The fse replaced the vacuum tubing. After the fse visit, the customer ran qc. It met acceptance criteria. The last calibration was on 16-sep-2021. It met acceptance criteria and no alarms were noted. The customer's qc recovery was acceptable. There was no indication of a reagent performance issue.

Event description:
There was a complaint of a questionable gluc3 result for 1 patient tested with a cobas 8000 c702 module. The questionable result was reported outside the laboratory. The result was questioned and repeated. The patient¿s initial result was 15 mg/dl; the repeat was 82 mg/dl. The customer believes the repeated result to be correct. The gluc3 used was lot 56374601 and had an expiration date of 31-oct-2022.